Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had an infection around the implantable neurostimulator (ins) pocket in (B)(6) 2018.. The doctor chose to re-implant the ins on the day of the report because the infection was gone. Also, the old lead was replaced with a new one. For interventions/actions taken to resolve the issue, it was noted that the infection was washed out during the battery explant in (B)(6) 2018 and it was noted that the hcp felt that the infection had nothing to do with the manufacturer implants. The issue was resolved at the time of the report. There were no reports of device issues or allegations. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the explanted devices were not returned to the manufacturer. The serial number of the new ins was provided, however the rep stated that they did not have the serial numbers of the explanted ins and lead. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.